Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. A new sample was tested on (B)(6) 2014 and the result was 22 iu/ml (positive). Hbt (heterophilic blocking tube) and nabt (non-specific antibody blocking tube) tubes were sent to the customer for further testing. The results have not been received yet. The instrument is performing within specifications. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results. Human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested."

Event description:
Discordant advia centaur xp toxoplasma g (toxo g) results were obtained for samples from the same patient. The patient was being monitored since (B)(6) 2013 and the results were positive, negative and equivocal. The patient was tested in november and the result was positive. The laboratory sent the patient sample to be tested at another laboratory using two different alternate methods. The results were negative. Repeat testing was performed on the advia centaur xp toxo g assay on all the patient samples since (B)(6) 2013 and the results were positive. Toxoplasma m (toxo m) results were all negative. Repeat testing was performed for all the patient samples and the toxo m results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR on february 11, 2014. On 04/07/2014 additional information: the customer sent toxoplasma g results for the patient sample when run using hbt (heterophilic blocking tube) and nabt (non-specific antibody blocking tube). The results were positive. Toxoplasma g results (iu/ml): hbt tube: 15.8. Nabt tube: 17.6. Siemens has requested the patient sample for further testing and investigation.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00031 on february 11, 2014. Siemens filed the MDR 1219913-2014-00031 supplemental report 1 on april 7, 2014. On 04/10/2014 additional information: the MDR 1219913-2014-00031 supplemental report 1 stated "siemens has requested the patient sample for further testing and investigation.". However, there was not enough sample to perform additional testing and investigation. The information provided and the hbt (heterophilic blocking tube) / nabt (non-specific antibody blocking tube) testing, indicated to be a sample specific issue such as an unidentified interferrant. No further evaluation of the device is required. (B)(4).